Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist reviewed qc data and results were in acceptable range. The water purification module (wpm) maintenance log was reviewed and indicated that the customer replaced the q-guard filter at 11:09 a.m. And 11:49 a.m. Since the discordant results were obtained at 12:30 p.m., and unknown if the correct filter was installed, the customer was instructed to empty and refill the water tank twice, and rerun co2 qc. A follow-up was performed, and the customer indicated that all levels recovered within range and no error flags were generated. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant falsely elevated carbon dioxide (co2) patient results were obtained on a dimension vista 500 instrument. The initial results were reported to the physician(s). The same patient samples were repeated on a different dimension vista instrument, and the results were lower. The customer issued a corrected report. There are no reports of patient intervention or adverse health consequence due to the carbon dioxide discordant patient results.